Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch ultra meter was reverting to set up mode when trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2015, 11:30am. The patient manages her diabetes with insulin (self-adjuster) and denied making any change to her usual diabetes management routine as a result of the alleged product issue. The patient stated that ¿4 hours¿ after the alleged issue began she developed the symptoms of ¿sugar high and thirst¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, there was no misuse of the meter and this issue occurred as a result of removing or replacing the battery .the cca was able to walk through resolving the product issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.